Event description:
The customer reported intermittent communication errors thereby having to reboot repeatedly. It is likely these errors resulted in a system lockup. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.